Manufacturer narrative:
(B)(4). This is a report of a use error, where a cat bit the cassette tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cat bit the cassette tubing. This event occurred during dwell two of four. The patient was connected. The patient stated they disconnected and took all the supplies off the homechoice machine. The technical service representative (tsr) asked what line the cat bit but the patient was not sure. The tsr assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.